Event description:
Unomedical reference number (B)(4). Event occurred in argentina on (B)(6) 2024, it was reported that the patient faced a sort of cannula blockage other than crimped or bent and they were trying to deliver a bolus. No further information available.